Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs system would be explanted for suspected infection.

Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Additional information received indicates the patient¿s scs system was explanted on (B)(6)2022.